Event description:
The customer called to report a motor error alarm and insulin squirting during the manual prime. Troubleshooting was performed, and the drive support cap was found to be protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, unit was received stuck in motor error loop during bolus delivery. Motor was tested outside of the device and it passed. Motor may have had an intermittent failure not detected during our testing. Unable to confirmed e70 alarm due to erased history file. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.